Event description:
It was reported that the patient was referred for electrode revision. It was reported that the reason for the revision was due to a fracture of the electrodes and that the generator was flipped. She said that 1 or 2 months ago the patient stopped feeling stimulation and had exacerbated seizures. She said that per the patient's mother the patient did occasionally manipulate the device in his chest. She said that chest x-rays showed the fracture and the flipped generator. The lead was revised and the they moved the generator submuscular. The lead has not been received for analysis to date. MFR report # (B)(4) houses the reported generator migration. No new/further corrective action is needed as there is no new harm or risk established for the patient or user.

Event description:
The patient had increased seizures following high impedance, and the x-rays showed significant coiling and twisting of the lead, consistent with patient manipulating the vns, which is what the physician believes caused the lead break. It was noted that during the revision surgery the generator was placed below the muscle to prevent further patient manipulation of the device.